Event description:
The customer reported that while carrying out a formation of the colostomy procedure, the fumes from the alcohol prep ignited while activating the hand switching pencil used with the covidien generator. The burns on the pt were located on the legs and groin region. They were using a reusable electrosurgical pencil (manufacturer was unk) which had been approximately 18 times. A covidien single-use pt return electrode was also in use. The customer examined all accessories after the incident for signs of damage/wear but they all appeared ok.

Manufacturer narrative:
(B)(4). A covidien field service engineer went to the site, tested the generator and found the generator to be functioning to specification. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.